Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) intermittently displayed an air trap-related fault, indicating a low saline alert. Biomed replaced the air trap sensor block to address the air trap-related fault. However, the console continued having intermittent issues. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6) intermittently displayed an air trap-related fault that would indicate a low saline alert was confirmed in the system's log data file. This error was not replicated during functional testing because the customer had already resolved the issue by replacing the defective air trap sensor block. After replacing the air trap sensor block, the console continued to have intermittent, unspecified issues. This was confirmed in the system's log data file and functional testing. The system event log data revealed a tcmid:05 (coolant diff failure) error message, triggered by intermittent cooling-engine blower fan operation due to a defective coolant sensor pc board and the malfunctioning blower pc board. The system event log data revealed multiple mid:09 (air trap assembly) error messages around the customer's reported event date. Mid:09 error is an air trap-related fault, confirming the reported complaint. The thermogard console failed during the power-on self-test (post) due to intermittent operation of the cooling engine blower fan, which repeatedly cycled on and off. This issue caused a tcmid:05 (coolant diff failure) error. The defective coolant sensor pc board and the malfunctioning blower pc board will both be replaced to address the issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).